Event description:
It was reported that damaged packaging was found before use with a unspecified bd catheter. The following information was provided by the initial reporter. "On (B)(6) 2022 the nurse took out the indwelling needle and found that the package was damaged, not the needle damaged. At the time, the indwelling needle was thrown away and was not retained."

Manufacturer narrative:
New information was received by the customer that the packaging was damaged and not the needle. At the time, the indwelling needle was thrown away and was not retained. This new information was revaluated and was found to not meet our reporting criteria. Please regard this MDR as cancelled as it not longer meets our reporting criteria.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken needle was found before use with a unspecified bd catheter. The following information was provided by the initial reporter, "when the patient was intravenously infused on (B)(6) 2019, the indwelling needle was disassembled and the indwelling needle was found to be damaged, and the new indwelling needle was immediately replaced without causing adverse consequences."